Event description:
It was reported that the patient presented with an st elevation myocardial infarction (stemi) and the right coronary artery (rca) was noted to be occluded in the mid to distal part. A 3.5 x 28 mm xience v stent was implanted successfully. The patient was transferred from the cath lab to a unit. Approximately 15 - 20 minutes later, the patient experienced angina and was taken back to the cath lab. Thrombosis was noted just proximal to the stent. A 4.0 x 23 mm xience stent was implanted to treat the thrombosis. Also, the patient's anticoagulant was changed from reopro to heparin. The final result was reported to be good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.